Event description:
It was reported that the patient wasn¿t using their implantable neurostimulator (ins) due to less pain and the ins site was painful. Reprogramming was performed. As a result the device was explanted on (B)(6) 2015. It was unknown what the cause of the issue was or it if the issue was resolved. There were no patient symptoms or complications associated with this event. At the time of the report the patient was alive with no injury. Following the explant the patient was doing better with the ins soreness.

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3888-33, lot# j0217219v, implanted: (B)(6) 2003, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3550-29, lot# n260112, implanted: (B)(6) 2011, product type accessory. (B)(4).